Manufacturer narrative:
As reported by the legal team, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter fracture and fractured strut embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, filter fracture and fractured strut embedded in the ivc wall. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that nine years and two months post implantation, the filter perforated outside of the ivc and the device was unable to be retrieved. There have been no known attempts to remove the filter. The patient also reports to be suffering from anxiety. According to the medical records, the patient¿s pre-operative diagnosis was pulmonary emboli (pe). The trapease filter was successfully deployed in the infrarenal location. The follow up inferior vena cavagram performed showed the filter to be in satisfactory position. Corrected data: (manufacturer name, city and state); (initial reporter name and address); (manufacturing site name and address). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
No additional information will be forthcoming.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient that had a trapease vena cava filter implanted experienced filter fracture, fractured strut embedded in the inferior vena cava (ivc) wall, perforation outside the wall of the ivc, retrieval difficulty and anxiety. The indication for the implant was a pulmonary embolism (pe). The device was implanted via the right common femoral vein. Post implant venogram showed satisfactory placement within the infra-renal location. There were no reports of complications. According to the information contained in the patient profile form, there have been no reported attempts to remove the filter and the patient became aware of the allegations approximately nine years and none months after the index procedure. The patient also reports to experiencing anxiety. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r1006217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anatomical locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.